Manufacturer narrative:
A ge service representative performed an on site investigation. The keyboard and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had mixed and missing data. There was no patient injury or death reported.